Event description:
It was reported that the insulin pump had bolus anomaly. Customer blood glucose was 192 mg/dl. Advised the customer to monitor blood glucose and insulin pump every 30 minutes and to report back for any issues. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).